Manufacturer narrative:
Novocure's medical opinion is that the contribution of the array placement to the skin inflammation and irritation cannot be ruled out. Medical device site reaction is an expected event with optune gio device use (ef-11 16% and 53% ef-14 optune arm).

Event description:
A 55-year-old female patient with newly diagnosed glioblastoma (gbm) began optune gio therapy on (B)(6) 2024. Novocure was informed on (B)(6) 2024, that the patient had developed a skin reaction, characterized by open, weeping sores covering the entire scalp. The patient was initially evaluated in the emergency department (ed) on (B)(6) 2024, where she was prescribed hydrocortisone. Three days later, during an oncology follow-up visit, an unspecified oral steroid and silver sulfadiazine cream were also prescribed. On (B)(6) 2024, the patient's caregiver informed novocure that, after removing the transducer arrays following 20 hours of wear, the patient developed open sores across the entire scalp. As a result, optune gio therapy was temporarily discontinued, and the patient resumed the previously prescribed medication regimen recommended by the healthcare provider (hcp). Images provided by the caregiver indicate moderate erythema with areas of clear exudate at the previous sites of the transducer arrays. Subsequent reports from the caregiver, received between (B)(6) 2024, confirmed that the patient continued to experience a skin reaction. Additional images provided during this period depict mild to moderate erythema in the areas of previously placed transducer arrays. The prescribing physician was contacted for further information without reply.

Manufacturer narrative:
Novocure received follow-up reports between (B)(6) 2024, to (B)(6) 2025, indicating that the patient continued to experience skin reactions. The provided images during this period depicted mild to moderate erythema, with occasional small lesions located at various sites on the patient´s scalp. On (B)(6) 2025, novocure received a medical record that included additional information. During a follow-up visit with neuro-oncology on (B)(6) 2025, it was reported that the patient had been experiencing ongoing optune gio induced scalp dermatitis since (B)(6) 2024. As a result, the patient had intermittently paused optune gio therapy and had tried various topical treatments including silver sulfadiazine, a petroleum jelly-based product, and zinc oxide healing cream. In addition, the patient was prescribed oral dexamethasone to alleviate the rash related to the transducer arrays. Dermatitis is an expected event with optune gio device use (ef-11 0% and 2% ef-14 optune arm).